Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2012 and suture was used. During knotted suturing of the dermis, the suture broke. The surgery was completed successfully with no adverse patient consequences. The surgeon commented that he may have grasped the suture with forceps at that time.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned used suture segments had one segment that was needled at one end and partially cut and partially broken at the other end. The other segment was cut at one end and partially cut and partially broken at the other end. Both segments accounted for the entire 45cm suture product. The suture appeared to have been cut or severed incompletely and subsequently broken.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.